Manufacturer narrative:
Et.al: nirmal c tejwani, md. Unable to provide the date of manufacture as no product was returned and no part/lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number the device history records review could not be requested.

Event description:
A journal article: failure of proximal femoral locking compression plate: a case series: orthop trauma. Volume 25, number 2 february 2011 reported : case# 1: pt presented with right periprosthetic subtrochanteric femur fracture from fall on stairs. Pt underwent removal of prior hardware from a hip fusion 25 years ago. A lag screw and a broken shaft of a screw were not removed, pt revised to lcp proximal femur plate. Post op x-rays taken showed good placement. Pt returned 2 weeks post op complaining of increased right thigh pain. An x-ray showed the plate was broken at the level of the previous fracture. Lcp plate was removed along with prior hardware and pt revised to a cephalomedullary nail. Pt's fracture healed. One of six reports.